Manufacturer narrative:
No device analysis is available because the device was not returned. The sensor was deployed successful upon additional attempt. Based on information provided, the cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an implant procedure a non-sjm guidewire appeared to have nicked steelcore wire coating creating a barrier where the physician was unable to withdraw the wire back through the delivery catheter which during manipulation caused the sensor to retreat in the vessel upon wire withdrawal. The physician was able to manipulate the sensor and wire to position sensor back to desired position using a swan ganz catheter. No further issues seen with the sensor or patient at time of the procedure. Twelve days later, the patient was found deceased in their home. The cause of death is unknown due to no autopsy or witnessed death, however the physician does not allege that the sensor caused or contributed to the death.